Event description:
A portion of a guidewire's sheath was peeled off during a urological procedure. The detached piece was successfully retrieved from the pt. Additional event specific information has not been made available.